Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine experienced an ultrafiltration (uf) pump alarm during patient treatment. It was reported that the alarm was visually noted, but there was no audible signal of the alarm. It was reported that the patient was able to complete their treatment. The bmt was advised to swap the machine¿s functional board in order to make the needed repair. Multiple attempts were made to obtain additional patient and event information, but none was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.